Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case noted numerous cautery burn and tool marks. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). This product has been returned for analysis and this report will be updated upon its completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a 41 j shock for ventricular tachycardia (vt) which terminated the episode. Noise and oversensing were observed on both the right ventricular (rv) and unknown right atrial (ra) leads following delivery of the shock, no pacing inhibition or asystole was reported. The measured shock impedance was 26 ohms and an insulation defect of the rv lead was suspected. It was further reported that shock impedance measurements had been intermittently low for several months and chronically low for approximately one month prior to the event. Subsequently, an open heart revision procedure was performed wherein the rv lead and ICD were explanted in addition to portions of previously abandoned leads of unknown origin. The patient is expected to be reimplanted with a new system in a future procedure. No additional adverse patient effects were reported. This ICD and rv lead are no longer in service.